Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the air dermatome had problems in setting the thickness. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the device had problems with setting the thickness. On (B)(6) 2018, it was clarified that the issue did not occurred during surgery and there was no patient involvement. The customer returned an air dermatome device, serial number (B)(6), for evaluation. The device history record (DHR) and previous repair report review noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical/ medicrea has previously repaired/evaluated air dermatome serial number (B)(6) twice as documented in the repair reports in livelink. The last repair was september 26, 2014 where it was reported that the device was producing irregular grafts and the control bar, motor, lever, reciprocating arm, hardware kit and usual wearing components were replaced. Product return of the air dermatome by medicrea on may 17, 2018 revealed that the motor was corroded. The lever and reciprocating arm was worn/ used. The thickness control shaft and control bar was bent. The air lever was not conforming. The calibration was out of specification. The motor was within motor speed specification at 5,200 rpm. Repair of the air dermatome was performed by medicrea on may 29, 2018 which included replacement of the ball bearings, o-rings, spring seal, needle bearings, semi-circle bearings, vespel sleeve bearings, poppet housing, poppet spring, throttle hinge, throttle hinge gasket, seal screws, poppet, motor, motor sleeve, aluminum lever, ball plunger, reciprocating arm, thickness control shaft, control bar, lever and set screws. Air dermatome, serial number (B)(6), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the calibration was out of specification. The thickness control shaft and control bar were both bent. The cause of the device having thickness issues was due to the calibration being out of specification and the thickness control shaft and control bar being bent. The root cause of the device having thickness issues could not be determined with the provided information since it is unknown how the damaged occurred to the device. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number 109170, was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This follow up report is being filed to relay additional information. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
This event was noticed during inspection at the hospital. No patient involvement.